Manufacturer narrative:
On 13-jul-2021, abaxis received a call from the customer lab stating that the device yielded unexpected a low potassium patient result. The patient's whole blood sample was tested on the piccolo and the results were low and out of range. The patient was treated with an infusion of 20 meq k+ solution for approximately 2 hours post the initial result. A whole blood sample was then drawn from the IV line. The plasma sample results were "confirmed low recoveries", in which all tests were low. Approximately 2 hours post the initial result, another blood sample was drawn via venipucture and was spun to plasma. The result was within range. Abaxis technical support is scheduled to follow up with the customer. All additional information will be submitted in a supplemental report.

Event description:
The customer lab reported that the device yielded an unexpected low potassium patient result.

Manufacturer narrative:
A follow up call with the customer's physician stated that the patient was treated based on the previously reported results. The physician stated that the patient has a history of low potassium. The patient was seen two days post initial results and still showed low potassium. The results were not available at the moment of the call. The physician instructed the patient to consume more fruits. The root cause of the customer's reported problem was not established and the device remains at the customer site. The call was closed and no further actions were required.